Event description:
The customer reported the sys locked up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys was rebooted and the pt procedure proceeded without any adverse pt outcome. The sys was then found to be operating as intended.